Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: left retroperitoneal transpsoas approach at l2-3 with an l2-3 diskectomy and interbody arthrodesis using bone morphogenic protein, instrumented peek interbody cage 11 mm in height, 45 mm in width, 22 mm in depth, 8 deg. Of lordosis. The accomplished under c-arm control to treat the following pre-op diagnosis: left l3 and/or l3-4 radiculopathy secondary to left l2-3 and/or l3-4 foraminal stenosis. Op-notes: the cartilaginous endplates removed with a series of interbody shavers again preserving the subchondral bone. The disk space then thoroughly irrigated and all loose debris removed. 11 mm trial was found provide stable construct. This was confirmed with the c-arm. The peek interbody was then packed with bone morphogenic protein. It was then gently tapped into the disk space and fully seated confirmed by true ap images of the c-arm. True ap and lateral images were obtained and revealed adequate placement of the cage. The table was then flattened. The appropriated width cage was then selected, placed on the guide engaged the peek interbody cave. During placement of the caudal screw the tab broke. The plate was then removed. Multiple attempts were made at removal of the tab. The tab was over drilled trying to purchase it but adequate purchase could not be obtained and my concern was that of substantially, compromising the structure of the l3 vertebral body in attempting to remove the tab. Therefore the tab was broken off flush with the body and left in place. At this point it was elected to return the operating room at a later date for supplementary posterior fixation and at the same time we would plan for a transforaminal body cage at the l3-4 level. The patient was taken to the recovery room in good condition. Patient alleges unspecified injury due to the use of rhbmp-2..